Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing. Therefore, respective fields were left blank. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported during preparation, the impella cp would not prime. No purge solution was exiting, and there were no issues with the purge system. The physician decided to use a new impella cp with no report or indication of harm to the patient.

Manufacturer narrative:
The investigation of priming issue has been completed. No product was returned for evaluation. Data logs were reviewed and real time logs from case shows purge pressures and purge flows were normalizing over 1 minute log file. No purge or priming alarms noted in returned logs. Clinical details noted that pump would not prime and no purge was exiting from purge gap. No problem was found with the pump during the case as no purge alarms were noted on returned logs and purge values were within normal range.

Manufacturer narrative:
H6 investigation findings and investigation findings were erroneously entered on the initial manufacturer device report number 1220648-2025-28209-1.